Manufacturer narrative:
The returned device was evaluated and the investigation found that the exposed portion of the soft cannula was torn. During investigation, fluid was initially not able to flow through the fluid path. However, this was not due to the damage observed by the soft cannula. The hard cannula was occluded and after clearing the blockage, fluid was able to freely flow through the fluid path. Although the soft cannula was torn, this did not contribute to the pod failing to deliver insulin. An 0x67 alarm was generated in the download data, which indicates occlusion during runtime (one or both wires have 6 or more timeouts in the last 15). No drive stalls were observed in the pod data. However, timeouts were observed at the end of the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 487 mg/dl. As treatment, the patient applied a new pod.